Manufacturer narrative:
Multiple examples of patient samples with discrepant elecsys folate iii results were provided. Examples of the additional samples: patient 4: on (B)(6) 2024 the initial result was 7.16 nmol/l and the repeated result was 9.54 nmol/l. Patient 5: on (B)(6) 2024 the initial result was 10.6 nmol/l and the repeated result was 7.23 nmol/l. Patient 6: on (B)(6) 2024 the initial result was 16.3 nmol/l and the repeated result was 12.5 nmol/l. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys folate iii results for 2 patient samples and questionable elecsys folate iii results, questionable ferritin results, and questionable tsh results for 1 patient sample on a cobas 8000 e 801 module. Patient 1 (ID: (B)(6)): the initial folate result was 11.50 nmol/l and the repeated result was 7.62 nmol/l. Patient 2 (ID: (B)(6)): the initial folate result was 10.10 nmol/l and the repeated result was 6.78 nmol/l. Patient 3 (ID: (B)(6)): the initial folate result was 1.36 nmol/l and the repeated results were 12.8 nmol/l and 12.70 nmol/l. The initial ferritin result was 46.40. The repeated ferritin results were 135 and 135. The unit of measure for ferritin was not provided. The initial tsh result was 1.27 and the repeated result was 3.35. The unit of measure for tsh was not provided. Some of the questionable results were reported outside the laboratory. The samples were repeated due to a low folate result being observed.

Manufacturer narrative:
Section e1 initial reporter facility name: (B)(6). The folate reagent lot number is 77739801 with an expiration date of 30-nov-2025. The other reagent lot numbers and expiration dates were not provided. The field service representative performed checks and replaced pinch valves. The investigation is ongoing.

Manufacturer narrative:
The calibration was acceptable. The field service representative replaced multiple parts. Data analysis indicated the issue occurred exclusively on the measuring cell that runs folate. A sample pipetting/sample quality issue could not be excluded. Although intensive investigations were performed, the investigation did not identify a specific cause of the event.